Event description:
Pt was placed on dialysis at 0647 am. At 0649 am pt c/o feeling hot, sob, dizzy, nausea and abdominal pain. Blood pressure elevated 220/108. O2 placed on pt. Treatment stopped. Blood not returned. Pt stabilized. Requested to go to bathroom. Returned and was placed on dry dialyzer. Treatment completed without problem. Admitted to hosp after treatment for observation.